Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
An event involving a cadd-solis pump reported that the pump cassette sensor was defective identified during testing. Failure of the cassette sensor could result in failure to properly detect the cassette, leading to interruption, under delivery, or inaccurate delivery of therapy. There was no patient involvement and no harm/adverse event reported.